Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified two other similar incidents from this lot. The reported patient effects of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat heavily tortuous, moderately calcified left anterior descending artery. The lesion was pre-dilatated with 1.5x12mm and 2.0x12mm mini trek balloon at 8 atmospheres. A 3.5x38mm xience sierra stent was deployed at 10 atmospheres; however, when removing the stent delivery system check shot revealed a dissection at the distal end. The dissection was covered with another 3.5x15mm xience sierra. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.